Event description:
It was reported that the blade stuck through the bottom of the box causing a minor cut that did not require medical attention. This was a first aid case only.

Manufacturer narrative:
(B)(4): this defect was determined to be an isolated event. Internal inspections were performed during the relabeling process and on finished goods where no defects were found. As a corrective action all applicable personnel received retraining for heightened awareness when packaging this product to verify that the blades are not exposed. The product is under 100% inspection to verify all blades are retracted prior to packaging.